Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days or receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 9616099-2008-02787.

Event description:
During the procedure, the patient felt some pain in the right arm, right shoulder, and the right foot. When the patient tried to move the right arm after the procedure, he stated that it felt clumsy. The patient did not notice any numbness in the arm. The patient noted a very light left-sided headache. The patient has deficits in the right arm mainly dysmetria which is significant but also very minimal in weakness. MRI of the brain displayed multiple small foci of acute in the left cerebral hemisphere, an old left basal ganglia lacunar infarct and mild chronic white matter ischemic changes, and possible left occlusion in the left vertebral artery. There were no medications provided at the time of consultation. The patient was discharged the following day. The patient was treated in the study with precise stent to the left ostium internal carotid artery. The stent and angioguard were both successfully deployed with any technical problems. The angioguard was retrieved without any technical problems. The event was documented as related to the index procedure and not related to the cordis product.